Event description:
A malfunction was reported on the pump, with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset the pump with guidance but was unable to do so consistently due to difficulty pressing a button. The customer planned to seek assistance from his daughter and follow up afterward.